Manufacturer narrative:
Device analysis conclusion: the oad and guide wire were received at csi for analysis. The wire was engaged in the distal driveshaft section of the oad. Visual examination did not reveal any guide wire damage. Visual examination confirmed the reported driveshaft fracture on the proximal edge of the crown. The oad handle and remainder of the driveshaft was not returned. The report that the crown jumped could not be confirmed since the handle was not returned. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy (sem) analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the reported fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The driveshaft of the (B)(4) coronary orbital atherectomy device jumped during low-speed treatment in a tortuous and highly calcified vessel. On the next treatment pass, the oad stopped spinning, and the driveshaft was found to be fractured. The fragment was removed from the patient by pulling back the existing guide wire. The patient was stable at the conclusion of the procedure.